Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that postoperatively, the bolt on the handle of the clip applier had detached during cleaning in the sterile room. There was no patient involved.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the internal shaft and the device housing's numbers did not match. The handle pin was loose and disengaged from the handle, causing the handle level to disengage. It was reported that postoperatively, the bolt on the handle of the clip applier detached when cleaning the sterile room. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the instrument was reassembled not using the matching numbered shaft to the device housing after sanitizing. The evaluation detected an unreported condition of mismatched handle assembly. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the lapro-clip¿ reusable clip applier(s) must be carefully inspected prior to and after each use, as any damage may affect the safe operation of the device. Failure to lubricate the device prior to sterilization may cause malfunctions such as jamming, difficult operation or unacceptable clip formation (if applicable). Devices with moving parts should be evaluated for proper function prior to application. If damage is suspected, contact your local representative for replacement or repair by the manufacturer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.